Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. Isi has not received the usm for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that repeated recoverable error 32056 occurred. The tse confirmed the error in the logs pointing to universal surgical manipulator (usm) 4. The customer elected to use another da vinci system to continue with the procedure. There was no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The universal surgical manipulator (usm) was returned for failure analysis, and the reported 32056 error was confirmed and replicated. In logs, the 32056 error in usm4 failed to initialize device, followed by 1123 arm4 usm encoder error, failed to read calibration data from searchlight p3=1, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system where the 32056 error was triggered, replicating the reported event. The unit was then installed onto a patient side cart fixture test platform (pftp) where usm current was found to be failing on yaw axis. Once testing was complete, the yaw searchlight printed circuit assembly (pca) was tested and was verified to be the source of the fault. The probable root cause is attributed to communication error pertaining to the yaw searchlight pca of the usm.